Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion, prime/delivery and excessive no delivery test due to compromised force sensor system alarm. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was not provided, but customer reported having a blood glucose level of 542 mg/dl prior to the call. Customer reported that the high blood glucose level was due to medication. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.